Event description:
During alif surgery, the end cap broke while impacting it. Another end cap was used successfully.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.